Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer place lens, but the lens became stuck in the cartridge. There are no pt contact or injury. The reporter stated the cause of the lens becoming stuck in the cartridge was sue to the lens not being loaded correctly.

Manufacturer narrative:
H6: (other): visual inspection of the retunred product found th lers stuck in the cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.